Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had frequently no or intermittent response by button press on all buttons. Customer's blood glucose was 168 mg/dl. The insulin pump was not dropped or exposed to moisture. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer will be sent a pump replacement. Customer was asked verbally and in written form to return the pump for analysis.